Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported a deep crack on the screen and that batteries needed to be changed in less than seven days. The customer also stated that the pump was slower during rewind, sometimes required buttons to be pressed twice, and triggered random unexplained "no delivery" alerts. The customer reported no adverse event. The event involved product(s) unk_reservoir, unomedical, and mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_reservoir, unomedical, and mmt-1884l.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on 12/18/2025 03:25:00 after more than 7 days at 24.3 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit also passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The adapt tool reveals no relevant alarms were recorded to confirm complaint code. Unit functioning properly. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. All buttons functioning properly while navigating the menus, no slower rewinds were noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case and cracked case (battery tube). In conclusion, customers alleged of low battery alarm or short battery life were not confirmed based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. All buttons functioning properly, no slow rewinds or no delivery alarms noted during testing on in download history files. Unit functioning properly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.